Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a system error and the stylus was not working. It was also indicated that multiple external components were broken and/or worn. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer software crashed after a software update attempt. It was also reported that the programmer was having stylus issues. The programmer was returned for service. No patient complications have been reported as a result of this event.